Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully deployed in the annulus. A post balloon aortic valvuloplasty (bav) was performed. When removing the deflated balloon, the balloon caught on the outflow portion of the valve and pulled it up. Subsequently a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.